Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy or hernia repair procedure on a large patient, the trocar broke in half. Pieces fell into the patient and were retrieved through an auxiliary port already placed. The event occurred at the end of the procedure. There was no need to open a new device. There was no patient impact reported. The device was discarded.